Event description:
It was reported that the device stored 321 ventricular high rate (vhr) episodes, but stated they appear to be noisy in nature and are not real. It was further reported that the bipolar lead impedance was >3000 ohms, and suspected lead fracture. The lead remains in unipolar use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.